Event description:
It was reported that the patient's pain returned two weeks ago. The patient was hospitalized for the past week. The reporter stated that the patient had to have an "emergency" pump replacement due to the pump "wearing out". The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.